Event description:
This complaint is now reportable based on the device analysis. It was reported that during an unspecified procedure, a cutting balloon rupture occurred. The anatomical location and nature of the lesion is unknown. Upon attempting to inflate the flextome otw cutting balloon several times, the balloon ruptured and the physician could "see contrast go distal." The device was removed from the patient as a unit without incident. It was later confirmed that the cutting balloon did not separate during the procedure. The procedure was completed successfully. There were no patient injuries or complications. The patient's status was reported as "good". However, device analysis revealed a detached and missing component of the balloon catheter.

Manufacturer narrative:
Visual examination of the catheter revealed that a portion of the distal shaft and balloon was detached and missing. Congealed contrast media was present in the inner lumen. The detached and missing part of the catheter including the balloon measured approximately 55 mm. No other damage present on the remainder of the catheter shaft. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause could not be determined, as the balloon portion was not returned for analysis.